Event description:
The plasmajet system was used in combination with standard laparoscopic instrumentation for the procedure. A 28cm laparoscopic handpiece was selected for the plasmajet. The device functioned as intended for approximately 15 to 20 minutes at the beginning of the procedure. After this initial use, a decrement was noted in the performance of the device. The surgeons noted this as a decrease in the power of the plasma. Continued activation of the handpiece resulted in a small volume of water exiting from the tip of the plasmatron. The surgeons immediately removed and discontinued use of the first handpiece. The surgeons approximate the volume of fluid at 20 milliliters or less. Pt was observed as an inpatient two (2) extra days as a conservative measure. Post-operative course was unremarkable.